Event description:
It was reported that the patient presented to the clinic remotely via data transmission from their pulse generator. Upon review, more than 250 episodes of non-sustained right ventricular (rv) oversensing were observed due to noise from the rv lead. Programming changes were made to resolve the anomaly; however, the episodes persisted after changes were made. Technical support recommended the physician bring the patient in to evaluate the noise and integrity of the lead. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).